Event description:
A patient with an unspecified device underwent redo aortic valve replacement two years after implant due to dyspnea, high gradient, and pannus. The valve was replaced with a top hat valve. The original device is presumed to be a livanova device.

Manufacturer narrative:
X-ray analysis of the returned device revealed no calcification. Visual analysis revealed that the stent and skirt were covered by fibrous pannus that protruded into the lumen. The stent was deformed with residue of pannus on both the inflow and outflow sides of the valve. All leaflets were pliable. Histological examination revealed infiltration of inflammatory cells in the tissue, and thrombus deposition on the surface of the leaflets. No bacteria were detected via gram stain; hence there was no evidence of endocarditis. Based on the investigations performed, pannus tissue overgrown into the lumen caused a low degree of valve stenosis. Slight aortic insufficiency likely resulted from inadequate leaflet coaptation caused by fibrous pannus deposition. The deformation of the stent suggests that the working state of the valve may have contributed to the reported event. Deformation of the valve, due to mis-sizing or unique patient anatomy, may have led to sub-optimal valve performance; the event may be therefore be attributable to the implant technique or patient conditions. However, this cannot be definitively confirmed.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device was received for analysis on (B)(6) 2018. Gross examination revealed the presence of pannus on both the inflow and outflow sides of the valve. The valve was deformed. Updated fields.